Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, the clinician had attempted to test the patient notifier, but it was not working. No intervention was performed. The physician elected to continue to monitor.